Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had experienced a hypoglycemic episode and had suffered a seizure. Pt's wife called paramedics and pt was treated with oxygen, was administered IV and glucose and his bg was measured at 29 mg/dl. Pt also reports a concomitant use of acetaminophen at the time of his incident. Acetaminophen is a cgm contraindicated product which is known to cause high cgm readings. At the time of his call to dexcom technical support, pt reports he was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.